Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported that their implantable neurostimulator (ins) was explanted because they are had difficulty charging it. They stated that it was taking a whole day for the ins to charge. The patient mentioned that they think they let the battery die one day and after they got it back on is when it started to take a day to charge. They indicated that the issue began since about august of last year. No further complications or patient symptoms were reported or anticipated.